Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be interrogated and was exhibiting a fault code '0'. The patient had received several shocks from his automatice implantable cardioverter defibrillator (aicd). The ipg could not be reprogrammed or cleared from the stat-1 vvi mode. The physician elected to explant the ipg.